Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes were observed on merlin.net transmission. Review of egm revealed far-field r-wave oversensing. Programming changes were recommended.